Event description:
The customer stated that she was going to the hospital to prevent a possible hypoglycemic event. The reported blood glucose reading was 341 mg/dl. The customer stated that she took a bolus and afterwards changes her infusion set. The insulin pump was squirting out insulin during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.